Event description:
It was reported that the patient with cardiac resynchronization therapy defibrillators (crt-d) device exhibited loss of capture on this left ventricular (lv) channel. The healthcare professional recommended to have patient visit the clinic for threshold testing. This lv lead remains in service. No patient adverse effects were reported. Additional information received indicated that the patient was seen in clinic for threshold testing and it was at 2v@ 0.5ms. The physician programmed to aai 50 due to the intrinsic lv was narrower paced. No adverse effects were observed.